Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation under the lifevest. The irritation was described as several little bumps on the patient's back that were open an bleeding. The patient reported that the irritation may be related to sweat under the therapy electrodes. The patient was issued larger garments and the patient's doctor prescribed (B)(6) lotion. After using the lotion the patient reported that the irritation had improved.